Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the pump started beeping loudly and then would run, but after a while it stopped running and alarmed "no disposable." It was reported that patient was being treated in homecare for pulmonary arterial hypertension. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h6: correction: evaluation codes conclusion: d15 [4315] - cause not established c139471